Manufacturer narrative:
The insulin pump was received with missing segments/partial display due to cracked and bleeding lcd glass. The unit was unable to perform any tests due to the lcd physical damage. The following physical damage was also noted: cracked battery tube threads, cracked reservoir tube lip, cracked case near display window corners, and severely scratched display window noted (B)(4).

Event description:
The customer reported via phone call that there was a big black splotch on the middle of the screen. Only 20 percent of the screen was visible--the rest was black. The patient's blood glucose at the time of incident was 123 mg/dl. The customer stated that the insulin pump gets bumped all of the time since he kept the device in his pocket. There were scratches on the device as well. The insulin pump was returned for analysis.